Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is lot 473341, medwatch with identifier (B)(6) is lot 473649.

Event description:
Caller reported performa system blood glucose results of 209 mg/dl and 592 mg/dl within 10 minutes. The patient use two strip lots, 473341 and 473649. It was not reported which result was taken with which lot. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.